Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg was continuously monitored for stim dropout over a 48 hour period with zero occurrences of dropout within that timeframe. The ipg passes auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system, including an ipg, on (B)(6) 2007. It was reported the pt experienced pauses regularly about the same time every day in the stimulation since implant. As the pauses became more frequent, the ipg was explanted and replaced. The ipg was returned to the MFR for analysis. No add'l info is available.